Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device power was cutting in and out was confirmed. An assessment was performed and it was observed that the unit was running only in forward position. When switched to reverse the device will stop working. The assignable root cause of this condition was determined to be component damage due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during cleaning, it was observed that the small battery drive device power was cutting in and out. During in-house engineering evaluation, it was observed that the device was running only in the forward position; and that when it was switched to reverse, the device stopped working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.